Event description:
IV placed in ER and the needle did not retract. The needle was manually taken out of the pt and placed on a bed where it fell off and hit a clinical bystander in the foot. The bystander placed the product in the sharps container at that time.